Manufacturer narrative:
The reported event of lead noise, high pacing lead impedance, and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise leading to oversensing, high pacing lead impedance, and p wave amplitude variation were observed on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.